Event description:
It was reported that during a left lung resection, the device was inserted from the eighth intercostal space as a camera port. It was found from a small incision that the tip of the sleeve had broken off. The broken pieces were retrieved. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.